Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s parent reported via phone call power error detected alarm and replace battery now alarm on the insulin pump. Customer¿s blood glucose level was 150 mg/dl. Troubleshooting for power error detected alarm was performed. Customer was advised the internal power source was unable to charge. Troubleshooting for replace battery now was performed. Customer¿s parent advised they replaced the battery and the issue remained unresolved. Customer did not receive a low battery alert prior to the replace battery now alarm. Customer was advised monitor the alarms and call back if issues persist.